Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported to nevro that the patient's incision site was not healing. Multiple different dressings were used and antibiotics were given, but the device was ultimately removed.